Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the stapler to the disconnected puncture in a laparoscopic thoracoscopic left lower lobe resection, the stapler fired, but the staple formation was disintegrated. They noted that the distal portion of the staple line was incomplete. Additionally, the jaws of the stapler were locked on a tissue and they removed the stapler by withdrawing it at a straight angel. They changed the staple and the stapler could not fire, and then they changed the stapler, but still could not be fire. There was no patient injury.